Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring alert received by clinic for high pacing impedance. Patient was brought in to clinic, and noise was noted on rv channel during pacing threshold test and isometric testing. No programming changes were made and patient was brought back 7/3. Isometrics were performed with noted pacing impedance change from 550 ohms to 2000 ohms with left hand scratching back position. Minimal noise noted during isometrics. During pacing threshold test, significant noise was noted and continued after the threshold test was stopped. Tachy therapy was disabled until the patient could be scheduled for a lead revision. Lead currently remains implanted. Should additional information be received, this file will be updated.